Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during lead implant procedure, lead had operation issue of being implanted with repeated attempts while withdrawing the cps. It was suspected that this may be due to the patient¿s anatomy. Lead was explanted and a new lead was implanted. Patient was stable.